Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during preventative maintenance testing, a pump was under infusing. There was no pt involvement.